Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed. The root cause investigation is currently being performed under CAPA (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that similar reports have been received by baxter.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv100 device ruptured during patient use. The device was infusing an unknown patient with wasfabrazyme when the rupture occurred. There was no patient injury or medical intervention reported. No additional information is available at this time.